Manufacturer narrative:
Further information was requested but not received.

Event description:
During follow-up, there were episodes of far p-wave oversensing and r-wave amplitude variation noted on the right ventricular (rv) lead. Technical support was contacted and recommended device reprogramming. No intervention was performed to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was some episodes of non-sustained oversensing noted on the right ventricular (rv) lead. Technical support was contacted and recommended device reprogramming. No intervention was performed to resolve the event and the patient was in stable condition.